Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of an unspecified sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.